Event description:
It was reported that a lead integrity alert (lia) was triggered for the patient's right ventricular (rv) lead. It was noted that the lead exhibited low impedance, erratic impedances and oversensing. The lead was reprogrammed off and repositioning is scheduled for the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.